Event description:
It was reported that an episode was aborted due to noise on the lead. Attempts to duplicate the noise were unsuccessful. The lead was capped and replaced. The physician concluded that the lead was fractured.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.